Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device logs were provided. The customer's report was observed during review of the device logs. However, without returned of the device, root cause could not be firmly established using the logs alone. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.